Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer patient receiving dilaudid via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. The patient reported that their pump was alarming since (B)(6) 2016. It was noted that the patient had missed a scheduled refill. The patient was having problems finding a physician to fill the pump. The patient stated that the pump was alarming but it was not a critical alarm. There were no symptoms reported. It was noted that on the same day an hcp called in and was transferred to have a local manufacturer representative paged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.